Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was hospitalized due to elevated blood glucose (bg) levels and diagnosed with diabetic ketoacidosis (dka). Patient¿s bg levels had reached 23 mmol/l (414 mg/dl) and were continuing to climb when his mother decided to take him to the hospital. Patient¿s ketone levels were also tested and were reported to be high. Patient had been wearing the pod for approximately 24 hours on his arm. He remained hospitalized for one and a half days before being released. Prior to the hospitalization, patient and his guardian attempted to manage his elevated bg levels by delivering boluses through the pod, and administering manual injections of insulin. At the hospital, the patient was put on intravenous (IV) therapy. Patient received IV fluids in addition to an IV insulin drip. When the pod was removed, it was noted that the cannula appeared bent. No further event details were provided.